Event description:
The customer reported that following a diagnostic catheterization procedure in 2004 a vasoseal es was deployed. When the locator was removed the physician observed that the j segment was missing from the locator. Fluoroscopy revealed that j segment in the artery. The j segment was removed from the artery with a snare. No further complications were reported.